Manufacturer narrative:
(B)(4).

Event description:
A customer reported using expired cidex® opa test strips to test the mec (minimum effective concentration) of their cidex® opa solution and the devices/scopes that were cleaned and disinfected in the solution were released and used on patient(s). There is no report of any infection or injury as a result of this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer reports using their cidex® opa test strips past the expiration date on the bottle since high level disinfection cannot be guaranteed.

Manufacturer narrative:
Device manufacture date correction from 9/6/2017 to 10/1/2016. Asp investigation summary: the investigation included a review of the device history record, complaint trending by lot number, system risk analysis (sra), visual analysis and supplier product evaluation. The device history record (DHR) was reviewed and met manufacturer specifications at the time of release. No issues related to this failure mode were noted. Complaint trending by lot number was reviewed from march 2017 to september 2017 and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not returned. It was discarded by the customer. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of the reported issue was user error. The customer used test strips that were expired and one item in the load was released and used on a patient. Upon follow-up, the customer realized their mistake, and re-tested the solution using non-expired strips and reported the mec was met. The customer was instructed to not use test strips past the expiration date moving forward. In addition, the expired lot of strips has since been discarded by the customer. The issue will continue to be tracked and trended.